Event description:
Customer complained of hi/low drift.

Manufacturer narrative:
The technician determined that the hi/low ball screw would need to be replaced to correct this issue. Upon replacement of the ball screw, the issue was resolved and the equipment operated within specification. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.